Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient's old device was removed and replaced due to inability to recharge. Procedure was (B)(6) 2018. No patient symptoms or complications were reported in this event.